Event description:
Patient with a history of stress urinary incontinence status post a synthetic midurethral sling placement approximately five years ago. She had difficulty with residual incontinence, so this was removed and replaced at some point later on. She developed vaginal pain and dyspareunia and a sensation of bulge in her vaginal area, so presented to our clinic where she was found to have a small extrusion of her vaginal mesh. She was also found to have some degree of apical prolapse.